Event description:
This was a spontaneous report from a lawyer and concerns a male pt of unspecified age from united states: (B)(4). The pt's height, weight and medical history were unspecified. On (B)(6) 2011, the pt applied bengay moist heat therapy pads to the back of his left leg for an unspecified indication. Concomitant medications were not reported. On (B)(6) 2011, approx half an hour after the product was applied, the pt experienced a searing hot pain on his leg and angry bubbling blisters. He went to the emergency room (ER) and was informed, it was a severe chemical burn and skin tear lacerations. It was also reported that the pt had suffered a great deal of pain, permanent disfigurement and distress from the injuries. The action taken with bengay moist heat therapy pads was unspecified. At the time of the reporting, the outcome of the events chemical burn, skin tear, pain, disfigurement, distressed was unspecified. This report was serious (medically significant).